Event description:
On 11/2/2023, it was reported by a sales representative via (B)(4) that an ar-613-1 ibalance tka, handle, modular keel punch, and an ar-623-6 ibalance tka, keel punch, size 4-7 had an issue. The handle and tibial keel punch connection broke off. The case was completed successfully without further information, and no pieces breaking off inside the patient. This was discovered during a total knee arthroplasty procedure on 11/2/2023, with no reported patient harm. Additional information received on 11/7/2023: ar-613-1 ibalance tka, handle, modular keel punch, and an ar-623-6 ibalance tka, keel punch broke off inside the patient with all fragments retrieved from the patient. The metal piece that broke off the keel punch is inside the tka handle. The case was delayed 2 minutes and completed using plyers to get the size 4-7 keel punch out of the patient's tibia.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Functional testing was not performed on the returned ar-623-6 due to the damage to the device. Visual evaluation noted that the tip on the back of the device that connects to the ar-613-1 handle is broken off. The most likely cause is attributed to misuse due to use error. Refer to the investigation photos.